Event description:
The user facility reported that they went to remove the catheter post op and the blue cap broke off in the vein. A radiograph was done to try to see it however they were unable to locate it under xray. They tried to push it and were unable to retrieve it. The patient was in stable condition. The outcome of the procedure was good. The patient was not injured, and medical or surgical intervention was not required.

Manufacturer narrative:
Weight: patient is a canine . Ethnicity: patient is a canine. Race: patient is a canine. Expiration date: 31-oct-2026 (date was filled in however after packaging it was blank) implanted date: device was not implanted explanted date: device was not explanted initial reporter occupation: occupation: office manager vet tech. The actual sample was not available for evaluation hence we cannot provide detailed information on its actual condition. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As stated in the complaint details, the IV catheter was broken during removal which indicates that the device was used without any problem. The probability of the breakage cannot be confirmed due to limited information that was provided and the actual sample was not available for evaluation. Most likely, the catheter tube was accidentally cut during the removal of the surgical tape where the catheter tube adhered. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We have 2 stages of visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack, or partial cut can be detected during these processes. The lot history file showed no related nonconformity or any irregularity that could lead to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All samples passed. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).